Event description:
In 2005 a patient fell while being lifted in an golvo 7007es patient lift. The facility reported that after the patient was raised in the lift, the left shoulder strap released dropping the patient to the floor, the patient was then evaluated and according to the facility received minor scraps to the side of the head. On that same day liko's local distributor met with the facility's health care providers. The caregiver mentioned hearing a "popping" sound just prior to the incident and stated the sling safety latch was bent afterwards. This sound, and the bending of the sling safety latch is a symptom of improper sling loop securing and latch positioning. The sling loop securing and latch positioning. The sling and the lift were inspected and found to be in proper working condition. The safety latches on the sling bar were inspected but not found to be bent. The events of the incident were not able to be repeated. Since the bending of the safety latch could not be confirmed, it is unclear whether the latch gave way because of improper positioning, or if the shoulder strap was not properly secured. After reviewing the incident with the facility administration, operator error is believed to be the cause of the accident.